Event description:
It was reported to philips that the device "shock button does not illuminate and shock was not possible". The patient involved was reported to have not experienced harm or an adverse patient impact.

Event description:
It was reported to philips that the device "shock button does not illuminate and shock was not possible". The patient involved was reported to have not experienced harm or an adverse patient impact. Additional information has been requested.

Manufacturer narrative:
(B)(4).